Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the device was returned in two pieces. Visual, microscopic, and tactile analysis of the returned device revealed the wire was kinked in several locations and the wire was fractured approximately 6 cm away from the distal tip. There is elongation of the outer coil at approximately 7.3 through 7.7 cm measuring from the distal tip. Scan electron microscope (sem) analysis of distal and proximal segments revealed the presence of elongated dimple ruptures in a torsional direction. No reduction on the cross sectional area was noted and no material anomalies were observed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on 17may2010. It was reported that during an unspecified procedure, the guide wire was elongated. The 75cm .035 amplatz super stiff guidewire was selected for use. After the device was removed outside of the patient's body it was observed that the outer curl on the wire had elongated and the inner core wire snapped causing the wire to lose shape and strength, but remained intact. Another of the same device was selected and the procedure was successfully completed. There were no patient complications or issues reported. Returned product analysis revealed a guide wire fracture.